Event description:
It was reported that the user contacted support because they had been experiencing blood glucose levels in the 200s following lunch over the previous several days. At the time of the call, the glucose trend arrow was angled upward at 45 degrees, and during the interaction it shifted to a 45-degree downward angle. The patient was using a teflon infusion set and requested to speak with a trainer for additional education regarding meal announcements and fluctuating glucose levels. The patient was also taking prednisone. The patient¿s blood glucose levels were affected, reaching a high of 240 mg/dl and remaining outside the 70¿180 mg/dl range for approximately three hours. Back-up therapy was used. No ketone testing was performed. The patient had not received any recent steroid injections aside from ongoing prednisone use. No professional medical intervention or additional assistance was received, and no immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.